Event description:
It was reported that after a da vinic-assisted rectopexy and sigmoid resection procedure, the patient experienced post-operative bleeding, and required a subsequent procedure. There were no intraoperative complications, nor any malfunction of the da vinci system, instruments, or accessories. The procedure was successfully completed, and the patient was brought to recovery. Approximately 5-6 hours post-procedure, the patient was exhibiting signs and symptoms of bleeding. It was estimated that between the completion of the initial procedure and the patient's return to the operating room, the patient lost approximately 1.5 liters of blood and received a transfusion of 1 to 2 units. To address this issue, the surgeon performed an exploratory laparotomy but did not identify any active bleeding, leaving the exact cause undetermined. However, based on the location of the majority of the clot and the presence of some adherent clot, the surgeon suspects the mesentery of the sigmoid colon as the most likely source of the bleeding. The surgeon explained that at the end of the robotic procedure and during a routine mini laparotomy to extract the specimen, mesenteric tissue was divided using traditional handheld laparoscopic instruments (clamps, ties, cautery, etc.). The surgeon confirmed that neither the da vinci system nor its instruments or accessories contributed to the reported event.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.